Event description:
Procedure type: sleeve gastrectomy. According to the reporter: on the 6th firing of a 60 mm green roticulating load with peristrips for a laparoscopic sleeve gastrectomy, the stapler was unable to cut the reinforcement material, resulting in a disrupted, malformed staple line that required revision of the malformed staple line to achieve hemostasis and a more desirable staple line. Disrupted staple line was revised with 1 (B)(4) without reinforcement material, then oversewn and was applied with fibrin glue. Operating room time extended approximately 45 minutes. There was no fluid leakage, nor loss of blood. The resection of the malformed staple line resulted in unanticipated tissue loss.

Manufacturer narrative:
(B)(4).